Event description:
A physician reported that the vitrectomy probe was unable to cut and aspirate even when the cutting speed was reduced below 3000 cuts per minute, while all other accessories in the package functioned normally during vitrectomy surgery. The surgery was completed on the same day after being replaced with new product. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).